Event description:
During a lap cholecystectomy, the clips did not form properly. The proximal portion did not close and did not stay in place on the cystic duct and artery. This happened multiple times during the case. Extended case by 5-10 minutes. Case completed with another device of the same product code. No patient consequence. No device returning.